Event description:
User alleges during a procedure, the pt awoke from surgery and was coughing and gagging. Someone looked at the device and noticed that the temp probe was missing. Pt had to be re-sedated so they could retrieve probe.